Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels, no actual value was provided. In addition, it was reported that the once the pump came out of storage mode, the pump date and time became inaccurate. Customer declined to troubleshoot with tandem technical support.